Manufacturer narrative:
A supplemental MDR is being submitted with additional information regarding patient death. The narrative text of this report has been updated.  The patient remained stable for 2 days during post management care and a repeat echo showed localized dissection in the aortic root with no pericardial effusion.  The cause of death was due to hemopericardium secondary to iatrogenic aortic dissection.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection is unknown but may be due to  patient factors not provided and/or procedural factors (device manipulation).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 29mm sapien 3  case, in aortic position by transfemoral approach. The sapien 3 valve implant was successful and implanted with a perfect position (80/20). Post implant angiogram an amount of contrast collection around the aortic root was observed. Patient was stable and there were no hemodynamic changes. All resolved and considered successful implant on final angiogram. Patient was sent to recovery post-procedure without complications and showing good signs of recovery. On pod2 the patient collapsed on the hospital bathroom and found expired. As per postmortem examination, the cause of death was aortic dissection.

Manufacturer narrative:
Corrected data: a2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.